Event description:
It was reported to philips that the heart start xl defibrillator internal paddles did not fire during patient use. There was no adverse patient impact.

Manufacturer narrative:
(B)(4).